Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with 302:345 alarm was confirmed but not reproduced. Because the reported failure code was only found once in the event history, the quality engineer determined the cause to be defined as a software failure, no repair needed. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with a failure code 302:345. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.